Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 547mg/dl. The customer states they treated with pump. The customer states the highs were attributed to stresses. The customer states they had issues with meter readings. Troubleshoot was conducted. The customer was advised they may have forgotten to calibrate, and it has caused the feature to go off.